Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant it was not possible to induce the patient during the first induction. When the second induction was prepared the patients oxygen levels decreased and the general anesthesia seemed to have caused laryngeal spasms thus intubation was performed and oxygen levels recovered. An inquiry regarding defibrillation testing and pharynx convulsions was discussed. Boston scientific technical services (ts) noted that they had not heard of such observations in the past. In addition the physician and the anesthesiologist discussed performing the procedure under general anesthesia in the future. No additional adverse patient effects were reported.